Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted right atrial (ra) lead exhibited pacing not delivered when required, and intermittent loss of capture. The lead was therefore repositioned. No additional adverse patient effects were reported. The lead remains in service.